Manufacturer narrative:
The following fields were updated due to additional information: the information for the additional medical device type is as follows: d.2b. Medical device type: jka the information for the additional common device name is as follows: d.2a. Common device name: tubes, vials, systems, serum separators, blood collection there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g.4. PMA / 510(k)#: k243207 investigation summary: bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: bent, defective locking mechanism and difficult to open. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism has come off of 25 units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism has come off of 25 units. No adverse impact was reported regarding the patient or user.